Event description:
This is a solicited report by a physician from (B)(6) of aseptic peritonitis in a patient coincident with dianeal pd4 unknown bag therapy. On an unreported date, the patient began treatment with dianeal pd4 unknown bag (dose and frequency not reported, intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced aseptic peritonitis. It was not reported if the patient was hospitalized for the event. Treatment provided, if any was not reported. The outcome for the aseptic peritonitis was not reported. It was not reported if pd therapy had continued. Medical history and concomitant medications were not reported. The physician did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.